Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, causes such as damage or deterioration of parts, environment problem such as dust, dirt, or humidity may be a possible cause of the malfunction. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the uretero-reno fiberscope exhibited corrosion at the venting connector under the grip and at the forceps channel port. There was no patient involvement.